Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device and no internal actions were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. At the beginning of the procedure a very minimal pericardial effusion was present. After the transseptal puncture was performed, the stsf catheter was advanced into the left atrium (la) for mapping. No mapping nor ablation was done since significant pericardial effusion was noted. An unknown intracardiac echocardiography soundstar catheter was used to confirm cardiac tamponade. Pericardiocentesis was performed to remove about 350 ml of fluid from the pericardium. There was no change in the patient¿s hemodynamic and the patient remained stable throughout the case. The patient was admitted to the critical care unit (ccu) for overnight observation. Physician causality opinion was not provided. No bwi product malfunctions nor error messages were reported. Transseptal was performed with a brk transseptal needle. The force visualization features used included dashboard, vector and visitag. The parameters for stability used with the visitag module were 2 seconds 4 mm. Respiration gated was used as additional filter for the visitag module. The cardiac tamponade was confirmed after the transseptal puncture with the use of non-bwi products and the advancement of the stsf catheter into the left atrium; therefore, the stsf catheter cannot be excluded and the event will be conservatively reported under the bwi catheter.